Event description:
It was reported that the bipolar marylabnd forceps instrument had a broken cautery connector. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the top plug riser pin was pushed into the back end and the chassis feature that retains the pins was broken. During eval, engineering also observed deep scratches on the distal end of the instrument main tube, above the proximal clevis. Some material had been removed as a result of the scratches. No other damage was found.